Manufacturer narrative:
The reported events were lead dislodgement, helix mechanism issue, r-wave amplitude variation and unacceptable threshold. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the lead found the helix was extended and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to retract and extend. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. The reported events of r-wave amplitude variation and unacceptable threshold were not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented in clinic with chest pain due to micro dislodgement of the right ventricular (rv) lead. Device interrogation revealed high capture thresholds and abnormal sensing thresholds. An x-ray was performed to confirm dislodgement. On (B)(6) 2021 the physician attempted reposition the rv lead but the helix would not extend, so the physician elected to explant and replace the lead instead. The patient condition was stable before, during, and afterwards.

Event description:
It was reported that the patient presented in clinic with chest pain due to micro dislodgement of the right ventricular (rv) lead. An x-ray was performed to confirm. On (B)(6) 2021 the physician attempted reposition the rv lead but the helix would not extend, so the physician elected to explant and replace the lead instead. The patient condition was stable before, during, and afterwards.